Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A versys beaded full coat femoral stem was returned for evaluation. As returned, the stem fractured approximately four inches from the distal end. Bio debris is seen in the beaded surface of the proximal end. The femoral head remains on the conical taper. Damage is too severe for dimensional analysis. The device was submitted for further analysis. The analysis determined the visible fracture artifacts are consistent with a probable bending overload fracture initiating near the lateral side. The material composition of the device was confirmed to be within the print specifications. Additional information does not change the root cause of the previous investigation. A definitive root cause cannot be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had left hip revision surgery approximately 8 years post implantation, due to stem fracture and loosening. As the stem was removed, a small lower crack of the cortical bone at the tip of spinning of the femur was taking place which required placement of 2 cables after the stem was removed. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products- part: 00801803601 name: femoral head sterile product do not resterilize 12/14 taper lot: 61029553, part: 00630505636 name: liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell lot: 61005899, part: 00620205622 name: shell porous with cluster holes 56 mm lot: 60924759, part: 00625006535 name: bone scr 6.5x35 self-tap lot: 61010560, part: 00625006520 name: bone scr 6.5x20 self-tap lot: 60897256. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to stem fracture and loosening. It was noted that a random x-ray impression of the left hip showed that there was stable peri-prosthesis lucency at the left femoral stem. No intervention occurred. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801803601, femoral head, 61029553, 00630505036*op125, xlpe poly liner 50/52/54 x 36, 60839473.

Event description:
It was reported that the patient was revised due to stem fracture and loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. Concomitant medical products: femoral head lot#unk item#unk; xlpe poly liner 50/52/54 x 36 item# 00801803601, lot# 60839473; shell lot#unk item#unk. The reported event is confirmed based on operation notes provided. The notes confirmed that the stem was loose and exhibited a fracture. Breakage of the stem junction with distal two-third ingrowth and loosening was further noted. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.